Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a case the anchor unit broke into two pieces when being inserted. It was further reported that both pieces were removed and another unit was inserted.